Event description:
On (B)(6) 2021, senseonics was made aware of a two hyperglycemia incidents that happened due to alleged sensor inaccuracies. The incidents occurred on (B)(6) 2021. At 11:52 am, the sensor glucose (sg) value was 112 mg/dl where as blood glucose (bg) value was 232 mg/dl. The user did not receive an alert for this event because sg value did not cross the high threshold alert value that was set at 180 mg/dl. At 08:23 pm, the sg value was 'high' meaning over 400 mg/dl where as blood glucose (bg) was 158 mg/dl. The user received high glucose alert even though the bg value was in normal range. In both the occasions, user was asymptomatic and did not require any medical attention/intervention. User mentioned that in general, he deal with hyperglycemia events by taking insulin.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Transmitter was the initial suspected device. However, it was not requested to be returned for evaluation as it was still being used by the user. The complaint of resulting from an inaccuracy was investigated and confirmed based on user's data in data management system (dms). A rate of change of the performance indicators revealed that the cause of the reported inaccuracy is noise in the signal 'on' channels, affecting the glucose modulation. Due to sensor performance issues, a return material authorization (RMA) was issued for sensor to investigate the issue further. The sensor was tested in-house, and the review of qc did not reveal any malfunction of the sensor. In some instances, the failure mode (sensor performance) that presents itself in the body cannot be reproduced in the lab upon returned product analysis mainly as the test conditions do not replicate the exact conditions in-vivo at the time of failure, and the explant and subsequent decontamination of the product might also alter the state of the sensor. Based on historical data of similar incidents, the shift (i.e. Sudden decline) in sensor chemical performance that occurs within the initial weeks of sensor insertion could potentially be attributed to insufficient hydration of chemical component of the sensor, for which senseonics is continuing to investigate to learn more about the failure mode and resolution.